Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump was intermittently not delivering the requested boluses as intended. Reportedly, the customer requested a new bolus to be delivered a few minutes later and the bolus then got successfully delivered. There was no reported adverse impact to customer¿s blood glucose level.